Event description:
On (B)(6) 2013, the reporter contacted animas alleging repeatedly receiving a call service alarm. The patient reportedly attempted rebooting with multiple batteries; however, the issue remained unresolved. It was noted there was no observed damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with trouble shooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/06/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:a review of the pump¿s black box data revealed multiple related call service alarms. The pump was unable to successfully complete a prime sequence and 24-hour exercise test due to an unrelated moisture ingress issue. Evaluation revealed moisture on the motor flex cable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.